Event description:
It was reported that the surgeon diagnosed the patient with 'discs at l4-5 and l5-s1 were completely broken out' and said they would have to be replaced. On (B)(6) 2010 the patient underwent anterior l4-s1 fusion. Post-op the pain was gone from the left leg, but the patient reported that his back still hurt and that his right leg was completely numb. Reportedly the surgeon told the patient that the reason for the right leg symptoms was that he had entered the patient's right abdomen to put the bone graft into the spine, and that feeling would eventually come back. The patient underwent physical therapy. During therapy, the wound opened. The patient was put on antibiotics, and continued with pt. On (B)(6) 2010 the patient reinjured his back at work. The patient complained of pain in the lower back and both knee caps. MRI and CT scan were performed. The surgeon stated that he would need to replace the disc at l3-4. On (B)(6) 2011 the patient underwent l3-4 fusion. Post-op the knee pain was gone, but patient still reported pain in his back. Since surgery the patient reported that his back continues to hurt and he has pain in the left leg right under the buttocks. The patient reportedly underwent 'medically unnecessary, experimental' spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
Unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent his first spinal surgery on (B)(6) 2010, not on (B)(6) 2010.